Event description:
Acct. Reports leaking at the tubing connection where the injection sites join together. States occasionally, they have noted cracking at that point. Used on peds. Pts., but no medical intervention needed.